Event description:
It was reported that pump experienced repeated malfunction alarms with no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, after which malfunction did not reoccur, and customer was advised to continue using pump until replacement arrived, and to contact healthcare provider due to lack of backup therapy.